Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the rear 2-wire therapy pad (te) was pulled off of the distribution node (dn) to rear te cable. Additionally, there were signs of external physical abuse. The root cause of the damaged cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.